Event description:
Reportedly, the clip did not load properly within the jaws of the device during the application which resulted in unexpected trauma to the application site. Procedure type: lap. Cholecystectomy